Event description:
According to the reporter: the pt had medical history including previous intra-dural mass at t11-t12 and was undergoing a decompression for severe stenosis at l2-l5. During the procedure, an incidental durotomy occurred and was not sutured and 0.5ml of product was applied. The study surgery was performed on (B)(6) 2012 and the pt underwent a re-operation on (B)(6) 2012 to treat a deep surgical site infection (ssi). A second surgery was performed on (B)(6) 2012 to further treat the infection. The pt is currently in a rehab facility and it is unk if the deep ssi has resolved. The relationship to the device has not been determined at this time.

Manufacturer narrative:
(B)(4).